Event description:
It was reported that while using the surgical fiber during a prostate procedure, the system displayed an excessive fiberlife activity message; the fiber was observed to be end-firing at 48,560 joules of use. The procedure was completed using a second fiber. Pt outcome: "no injury to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone, close to the fiber beveled edge. Both caps remain intact and attached; the glass cap distal to fracture remains attached to the metal cap. The glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. The identified issues may activate the laser system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.